Manufacturer narrative:
It was reported that the patient had gained weight after the reactiv8 system was first implanted on (B)(6) 2021, which may be a factor in the ipg pocket discomfort and the lead migration.. 5100- reactiv8 implantable pulse generator UDI- (B)(4). Mml complaint reference # (B)(4).

Event description:
It was reported that the patient had no good stimulation on the right (r) side and implantable pulse generator (ipg) pocket site discomfort. In addition, the patient needed a magnetic renosance imaging (MRI) unrelated to the reported issue. An initial investigation using x-rays images showed right (r) lead migration. The patient underwent revision surgery to replace both leads (right and left) and ipg after the MRI procedure was completed. The left (l) lead was also replaced to accommodate the MRI procedure. There was no report of patient harm or injury as a result of the revision surgery.

Manufacturer narrative:
A review of the post-initial implant procedure images and pre-revision surgery images by the reactiv8 subject matter experts confirmed that the surgeon placed the lead sub-optimally. In addition, the surgeon reported the patient's bony anatomy also contributed to the lead placement issue. The surgeon was advised and retrained on the proper lead placement. Unrelated to the no stimulation issue, the ipg discomfort was due to the patient gaining weight after the first implant of the reactiv8 system. Mml complaint reference # (B)(4). Removed the ipg information in section d- unrelated.

Event description:
It was reported that the patient had no good stimulation on the right (r) side and implantable pulse generator (ipg) pocket site discomfort. In addition, the patient needed a magnetic renosance imaging (MRI) unrelated to the reported issue. An initial investigation using x-rays images showed right (r) lead migration. The patient underwent revision surgery to replace both leads (right and left) and ipg after the MRI procedure was completed. The left (l) lead was also replaced to accommodate the MRI procedure. There was no report of patient harm or injury as a result of the revision surgery.

Manufacturer narrative:
A review of the post-initial implant procedure images and pre-revision surgery images by the reactiv8 subject matter experts confirmed that the surgeon placed the lead sub-optimally. In addition, the surgeon reported the patient's bony anatomy also contributed to the lead placement issue. The surgeon was advised and retrained on the proper lead placement. Unrelated to the no stimulation issue, the ipg discomfort was due to the patient gaining weight after the first implant of the reactiv8 system. Mml complaint reference # c-(B)(4). Updated the section h6, lead serial number, implant date, and manufacturing date. The lead was evaluated. No observation of fractured wire in the coil.

Event description:
It was reported that the patient had no good stimulation on the right (r) side and implantable pulse generator (ipg) pocket site discomfort. In addition, the patient needed a magnetic renosance imaging (MRI) unrelated to the reported issue. An initial investigation using x-rays images showed right (r) lead migration. The patient underwent revision surgery to replace both leads (right and left) and ipg after the MRI procedure was completed. The left (l) lead was also replaced to accommodate the MRI procedure. There was no report of patient harm or injury as a result of the revision surgery.